Event description:
The dealer states the seat on the commode has cracked.

Manufacturer narrative:
The product is not expected to be returned. A follow-up will be sent if additional information is received.